Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges two days after cannula change, insulin leaks out of the head set and the adhesive plaster is wet. No adverse event reported. Requested return of the alleged device for evaluation.